Manufacturer narrative:
Review of information reported to lifecell. Review of the device history records for the device. Review of the lifecell complaint system for any similar complaints reported to lifecell against this lot. Review of the device history record resulted in no remarkable findings, with no deviations related to the nature of this complaint. As of (B)(4) 2010, of the (B)(4) devices processed for lot s10614, all (B)(4) have been distributed, including (B)(4) devices that were reported as implanted per returned (B)(4) cards. As of today there is (B)(4) other similar complaint reported to lifecell against complaint lot s10614. Conclusion: based on the provided information, including internal investigation into the complaint related lot, the malfunction is related to the surgeon's technique and unrelated to the device. Device met qc release criteria including mechanical testing. This complaint was originally evaluated as unrelated to the device. Lifecell is now reposting as a malfunction.

Event description:
It was reported to lifecell that the patient had the device placed for a ventral hernia repair. The patient developed a large post-operative hematoma on post-operative day 4 and was returned for surgery. Upon re-operation, the surgeon noted that the device had holes at the suture points. The device was removed and replaced with a like device. The original device was used in a bridging fashion and placed under tension, therefore, lifecell concludes that this event is related to surgical technique. This complaint was originally evaluated as unrelated to the device. Lifecell is now reporting as a malfunction. As a result of a recent gap assessment, process improvements were made to the lifecell complaint investigation process and the FDA reporting procedure. This report is being filed retrospectively as part of a CAPA that resulted from this gap assessment.